Manufacturer narrative:
(B)(4). Batch # l54j20. Additional information was requested and the following was obtained: the cut line and the staple line was equal in length? When the surgeon removed the device from the tissue, the knife was in the device. The surgeon only found that there were several staples deployed. The surgeon was not able to observe the cut line as there seemed to be no cut line and it seemed the knife did not come out either. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/2. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic radical gastrectomy procedure, difficulty in firing and 'klakla' noise. The patient's information is unknown. During the procedure, the device was used to anastomose duodenum. When the jaws were closed, there was noise in the device sounded like 'klakla.' It was so difficult to compress the closure trigger. For the sake of the patient, the device was removed from the tissue without firing. However, it was found that the cartridge was partly fired when changing cartridge. There was no injury on the tissue. A different device was used to complete the procedure. There were no adverse consequences for the patient reported.